Event description:
It was reported that the position of the device was not adequate after release. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician had used a couple device sizes and multiple attempts to close the appendage using intracardiac echo (ice) imaging. The physician was able to successfully get position, anchor, size and seal (pass) criteria with the 27mm wds in the mitral valve (mv) and pulmonary artery (pa) views however he was not able to obtain a usable aortic view to obtain sufficient pass criteria. After numerous attempts to get a better view, the physician decided to release the closure device. Once the closure device was released and the sheath moved away from the face of the device, the aortic view imaging was obtained. It was clear that the closure device was not in an adequate position in this view. The physician decided to go in with a non-bsc grasping device (raptor) and capture the closure device. The physician was able to successfully disengage the anchors by pulling the majority of the closure device into the sheath and removing from the laa. As the sheath and device were being removed out of the right femoral vein access point, the device got stuck at the femoral site. The physician was able to make a small incision in the skin and remove the device from the right femoral vein. The physician reported that the patient did not suffer any adverse events. No effusion was noted. The patient stayed overnight and was discharged the next day.